Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined.

Event description:
It was reported that during a hip revision procedure, the long ezout blade broke in half. The complainant is not aware of any medical intervention or delays as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned for evaluation.

Event description:
It was reported that during a hip revision procedure, the long ezout blade broke in half. The complainant is not aware of any medical intervention or delays as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.